Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the stain on the lens was confirmed, but the could not be identified. The material likely adhered to a point other than the device's outer surface, making it impossible to eliminate by reprocessing. A definitive root cause of the stain on the lens could not be identified. The user may detect the event by handling the device according to the following instruction for use: inspection of the endoscope. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited inside of the light guide(lg) lens had a strain. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.